Event description:
Embolism [embolism]. Case description: spontaneous report was received on (B)(6) 2012 from a nurse via sales representative regarding a female patient (initials and age not provided) with thermal burn. The patient's medical history was not provided. On (B)(6) 2012, the patient was grafted with 144 grafts of epicel (#(B)(4)) at hospital. It was reported that initially the patient's graft uptake was 80%, which developed and held well one month post-grafting. The patient was eating normal food and was in good spirits. It was reported that, as the nursing staff began to ambulate, the patient collapsed possibly from an embolism and died on (B)(6) 2012. Concomitant medications were not provided. The intensity for the event was severe. The reporting nurse did not provide any causal relationship between epicel and the event.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of epicel is not affected by this case.